Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the optipac failed to collect the liquid from one pouch under vacuum after initial mixing. Mix was wasted and customer had to open a new kit and remix. Hospital raised a datex, but I believe this to be user error. Further staff training has been arranged.